Event description:
It was reported the pt developed an infection. The symptoms included redness, swelling and urinary incontinence. The primary location of the infection was the neurostimulator pocket and lead track. Cultures were obtained; the type of organism cultured was methicillin-sensitive staphylococcus aureus (mssa). The pt was treated with IV antibiotics and bilateral total device system explant. The infection resolved. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report #2182207200805856.

Manufacturer narrative:
(Urinary incontinence), it is unclear when the devices were implanted. Two different dates were provided (two day in 2008) but were not linked to a specific product.